Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of turns on and off. Evaluation observed a white screen when the battery module was inserted. Visual inspection of the device found depressed battery pins. The event history log review was performed and confirmed multiple events of "improper shutdown!" The evaluation finding of a white screen and history log evidence of "improper shutdown" suggest that the customer may have experienced power issues as a result of the depressed battery pins, and the rear case will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and off. There was no patient involvement. No additional information is available.